Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 4857086 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t.

Event description:
As reported, approximately 5 years and 9 months post the initial left total knee arthroplasty, the patient complained of pain and was revised due to a loose femur and bad poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Additional information received via legal notification noted that the patient underwent the revision procedure to address wear, loosening, pain, stiffness, swelling, discomfort, weakness, and instability.

Manufacturer narrative:
The reason for the revision reported was likely the result of pain, which was caused by prosthesis wear, instability, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface and/or cement-implant interface; however, this cannot be confirmed. Prosthesis wear of the tibial insert could not be confirmed from the images provided. Possible causes for polyethylene wear for the patella include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability or any combination of these possibilities. D10 concomitant devices: 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 (B)(6). 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm (B)(6). 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant (B)(6). 02-020-11-0230 - truliant ps cem fem ps cem left sz 3 (B)(6). 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm (B)(6). 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t (B)(6). H6: corrected health effect and investigation clinical codes.